Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 1 on the homechoice machine(hc). The home patient(hp) stated that they disconnected during stopped fill in order to go to the bathroom and now the hc is in dwell. The technical service representative(tsr) assisted the hp to cycle power. System error 2367 alarm occurred. The tsr advised the hp to start with new supplies or use manual exchanges. The nurse was contacted on (B)(6) 2012. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated they would review proper procedures with the hp. The nurse stated the hp is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. The root cause was identified to be use error from the patient disconnecting from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.